Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer indicated they resolved the issue, and the device is working fine now. No product will be returned to zoll. This claim is closed as no sample was returned.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.